Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that while ablating with a thermocool® smart touch® sf bi-directional navigation catheter, the contact force value became abnormal. No error messages were observed. No issues related to temperature or flow were reported. The stsf catheter was removed from the patient¿s body, and a blood clot was noticed attached to it. The catheter was replaced, and the issue resolved. The procedure continued and no further issues were reported. The physician commented that the catheter was used per usual and the ablation was conducted according to the instructions for use (IFU). The activated clotting time (act) therapy was conducted as normal. The procedure could be completed with no patient consequences reported. The high force issue is not MDR-reportable. The presence of thrombus/clot/coagulum on the catheter is MDR-reportable.

Manufacturer narrative:
On 1/28/2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2021, the product investigation was completed. It was reported that while ablating with a thermocool® smart touch® sf bi-directional navigation catheter, the contact force value became abnormal. No error messages were observed. No issues related to temperature or flow were reported. The stsf catheter was removed from the patient¿s body, and a blood clot was noticed attached to it. The catheter was replaced, and the issue resolved. The procedure continued and no further issues were reported. The physician commented that the catheter was used per usual and the ablation was conducted according to the instructions for use (IFU). The activated clotting time (act) therapy was conducted as normal. The procedure could be completed with no patient consequences reported. Device evaluation details: the returned device was visually inspected and it was found with a hole in pebax, with reddish black material. The clot was not observed on the tip. No other damages or internal parts exposed were observed. Per the event, the catheter was tested for stockert compatibility and carto and it was fail the test; no impedance was showed. Then, a cool flow pump test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. Then, the catheter was dissected on tip area. Based on the information recovered the potential failure could be related to the lost of electrical continuity from the cut to dome. A manufacturing record evaluation was performed for the finished device 30441644m number, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed. The customer complaint regarding force issue was unable to duplicate during the product investigation however, the foreign material found inside the pebax area could be related to the reported issue. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. The root cause of impedance issue could be related to the lost of electrical continuity from the cut to dome. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).